Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller stated that her cannula's present a leak at least 2 times a week. The caller reported that she throws away the individual packaging and leaves the cannula stored unsterilized in a drawer. Advised patient of proper storage. No lot number was provided. The infusion sets were requested to be returned for product evaluation.